Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump. No additional patient or event information was available. The customer did not respond to multiple contact attempts from tandem technical support.